Event description:
It was reported that during an initial knee surgery, the first trial cracked while being trialed, however, no pieces fractured off. Another trial was used and a piece of the trial broke off on the underside. No foreign bodies were retained. There was no patient harm. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10 the event is confirmed. Visual examination of the returned products reveals that the device is fractured. The device exhibits signs of use with visible gouges on both proximal and distal surfaces as well as the outer profile. Fracture analysis was performed. The features of these fracture surfaces & mode align with those reported in a zrm. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. Device has a potential field age of 9+ years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.